Event description:
Sales rep stated that during an acl repair, six whipknots broke during harvesting of the graft and while tensioning the graft. The surgeon broke two whipknots during the harvesting; they broke about midstream of the suture. The surgeon tensioned the whipknot with his hand/fingers. He then replaced these with additional whipknots. While he was tying the sutures to a tibial anchor post, four of them snapped, and he was unable to get the tension he desired. A biorci screw was then placed on the tibial side to complete the repair.

Manufacturer narrative:
Devices are not being returned for evaluation. As reported by user facility, the device was being used for fixation of the graft. As stated in the instructions for use, this device is not intended to be used as an implant. Therefore, the conclusion is improper use.